Event description:
It was reported that signal loss over an hour occurred on (B)(6) 2023 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and loss of connection was found for serial number 8ec0fe within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2 type of follow up: correction.

Event description:
It was reported that signal loss over an hour occurred on 05-16-2023 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss for serial number (B)(6) was found within the investigation window. The allegation was confirmed. The probable cause was determined to be patient allegation confirmed but could not be reproduced with returned product. The reported event of signal loss is reportable based on loss of connection was found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over one hour occurred. A review of the share logs was performed, and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.